Event description:
It was reported that the octad lead could not be positioned during the implant procedure. Several stylets were used and several attempts were performed. A revision kit had to be opened for a new stylet. It then was noticed that the stylet could not be inserted completely; the lead was blocked. It appeared that the lead was broken and was replaced by a quad lead. Outcome was ok.

Manufacturer narrative:
(B)(4).